Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the patient's weight was reported. The patient also reported it wasn't helping with the patient's leg pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been trying to charge their implant and it did not charge. Product service specialist (pss) verified the picture the patient got on recharger screen when they tried to charge. The patient stated they got empty coupling bars on the efficiency row. The patient confirmed she was able to get to charging screen but no coupling. Pss reviewed and the patient was getting 2 coupling bars shaded during the call. Pss told the patient to reposition antenna over ins and turn antenna dial through all 4 positions. Al feature reviewed. Patient was able to get 4 bars but later stated no coupling bars when she turned the dial one more time. They attempted a recharge session and the issue was not resolved. Pss reviewed and patient repositioned antenna over implant about half an inch below incision and confirmed she had all 8 coupling bars shaded. 6-8 bars/issue resolved patient confirmed all 8 coupling bars. Pss reviewed the importance of antenna placement and charging over thin material not bulky clothing. No patient symptoms or complications were reported in this event.